Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, f15: (B)(4).

Event description:
It was reported that the patient with this neurostimulator had a red light on their remote. Later, it was reported that the patient was in the emergency room after reporting bad chronic obstructive pulmonary disease symptoms. The patient reported falling the day prior on their lead site. It had yet to be determined if the lead was impeded. The patient previously turned their stimulation off due to experiencing groin discomfort and hourly nocturia. The discomfort resolved and the patient noted that their stimulation might have been higher than necessary. The patient then adjusted their stimulation and felt it comfortably. The patient had been increasing stimulation, and was not noticing any difference in their symptoms. The patient underwent a lead revision. There were no patient complications.

Event description:
It was reported that the patient with this neurostimulator had a red light on their remote. Later, it was reported that the patient was in the emergency room after reporting bad chronic obstructive pulmonary disease symptoms. The patient reported falling the day prior on their lead site. It had yet to be determined if the lead was impeded. The patient previously turned their stimulation off due to experiencing groin discomfort and hourly nocturia. The discomfort resolved and the patient noted that their stimulation might have been higher than necessary. The patient then adjusted their stimulation and felt it comfortably. The patient had been increasing stimulation, and was not noticing any difference in their symptoms. The patient underwent a lead revision. There were no patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 4101, serial number: (B)(6), model description: f15, unique identifier (UDI): (B)(4).